Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the videoscope accidentally received a final flush with rapicide a instead of the validated alcohol flush during reprocessing. Rapicide a chemistry was incorrectly placed into the reprocessor's alcohol container. The facility's current tracking list of affected scopes only confirms which scopes were assigned to specific procedure rooms and does not verify whether any patient exposure occurred.